Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right ventricular failure, bleeding, and subsequent patient outcome, as well as a direct correlation to heartmate 3, serial number (B)(6) , could not conclusively be determined through this evaluation. The account communicated that the patient developed right ventricular failure as well as a hematoma in the right paracolic gutter. The hematoma was packed with laps and quick clots with evidence of a dilated proximal small bowel indicating ileus. The patient ultimately expired 02oct2020 after withdrawal of support. The account indicated that the patient¿s death was not considered to be device related and the device was believed to have operated as expected. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The current heartmate 3 lvas ifulists right heart failure, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient decided to withdraw device support due to right ventricle failure and hematoma in right paracolic gutter. The bowel appeared viable without ischemia or necrosis. There was evidence of dilated proximal small bowel indicating ileus. The patient expired on (B)(6) 2020.